Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high". Specific value not provided. Cause was not known. A correction bolus was delivered to address bg. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.